Event description:
Pursuant to info received the physician the pt was implanted with a device on 4/12/95. Subsequently, the physician noted that the pt had developed a hematoma in her left breast. No add'l info regarding this occurrence the physician noted is available at this time.